Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels above 400 (mg/dl) for three days. Customer suspended pump therapy and reverted to manual injections to address bg levels. Reportedly, customer believes pump is not properly delivering insulin. Due to event occurring in the past, troubleshooting with tandem technical support was unable to be performed.